Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customers allegation of "leaking between handle and wheels" was confirmed. Leakage was found between the plastic cover and the distal end. The forceps elevator was also found to be leaking. Additional findings are as follows: a. The distal end was corroded, and had foreign material, b. The connecting tube was buckled c. Switch had a scratch, d. Suction cylinder and air/water cylinder had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device had no nonconformity at manufacturing. No other product was reported having been involved in the event. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Although dirt (foreign material) was confirmed inside the light guide (lg) lens, the foreign material could not be identified. It was presumed that the lg-lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned to an olympus service center for annual maintenance with the concern reported by the end user of leaking between the handle and the wheels. The issue was found during reprocessing. There was no patient involvement. During inspection, the light guide bundle was found to be dirty. This report is being submitted for the malfunction found during the device evaluation.